Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap of the insulin pump was damaged. The customer's blood glucose was 89 mg/dl at the time of incident. There was a crack in the case of the insulin pump. Troubleshooting was not performed and the device will not return for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Drive support cap was inspected and no anomaly was noted.